Event description:
Had been going to vision center getting contacts using renu as a contact solution as told by eye dr. Continued having trouble with eyes, blurry vision red eyes, eyes burning, hurting. Finally, wife advised me to see her eye dr medical doctors. I did. After seeing them in march he told me to throw the renu out and that the contacts vision center was using on me were made of very old plastic and to never use those again. I now use the new dr and have new contacts and use a new solution. Eyes seems a lot better now. Thank god. Frequency: daily. Route: ophthalmic. Dates of use: 4 years. Event abated after use stopped: yes.